Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked. Unrelated to the initial complaint, the battery cap had stripped threads and the battery cap was unable to secure onto the pump and maintain an electrical connection with the pump. A test cap was used to complete the investigation. Also unrelated, the keypad cover was torn, and contamination was found under all of the keypad button contacts. The ok keypad button contact was inverted and misaligned.